Event description:
It was reported that there was noise on the right ventricular (rv) lead, oversensing and high impedance. The noise was reproduced with the patient ambulating. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284drg defibrillator 2009-(B)(6); 5076-45 implantable pacing lead 2009-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary- the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.